Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was unexpectedly powering down. It was further specified that the pump would "turn on and power off" when the power cord was plugged in. This was noted during preparation. There was no patient involvement. No additional information is available.